Event description:
It was reported that the patient sought medical attention with a diabetes nurse on (B)(6) 2026 with an infection that developed at the infusion site (arm) while wearing the pod between 5 and 24 hours. The patient¿s blood glucose levels rose above 24 mmol/l (432 mg/dl). It was reported that the pod was not sticking well to the skin and peeled away early, causing the cannula to dislodge. It was reported that when the pod was removed, the infusion site appeared red and had purulent discharge and that the patient felt pain. As treatment, the patient was prescribed ¿leo cream¿ and flucloxacillin 250 mg every 6 hours for 7 days. The patient was also prescribed duoderm extra thin hydrocolloid dressings to apply underneath future pods to help avoid skin irritation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.